Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator, (B)(6) 2013; implantable defibrillation lead, (B)(6) 2006; 4194 implantable pacing lead, (B)(6) 2006; 4076 implantable pacing lead (B)(6) 2010.

Event description:
It was reported that occasional undersensing of the atrial lead was seen on electrogram. The lead is still in use. No patient complications have been reported as a result of this event.